Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18 reported event of stent shaft broken. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus was used during stent placement. According to the complainant, during the procedure, as the stent was placed over the guidewire the shaft of the stent was ripped but did not break into pieces. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.